Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2012 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event. No additional information is provided.

Manufacturer narrative:
Patient code:(B)(4). It was reported that following the procedure the patient underwent a removal of the mesh on (B)(4) 2018 due to pain, discomfort, tenderness in the area of the implant, infected mesh, fistula, erosion of the transverse colon into the mesh and abdominal wall, dense adhesions, bowel blockage, abdominal wound, permanent and severe scarring and disfigurement. No additional information was provided.